Event description:
It was reported that the patient experienced a urinary tract infection and bleeding. It was also stated patient stopped using the product. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
This event is being submitted as a result of a retrospective review of complaint records. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced a urinary tract infection and bleeding. It was also stated patient stopped using the product. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "utilization of incorrect mixing checklist". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "intended purpose urisheaths/male external catheters are intended to drain urine, normally into a urinary collection bag. Indications male external catheter. Warnings re-use of this single use product is not recommended as cross contamination may occur. Reprocessing, washing, disinfection and/or (re)sterilization may compromise product characteristics, causing additional risk of physical harm or infection to the user. Cautions do not use with alcohol-based skin preparations unless thoroughly dry. Residual alcohol may cause degradation of material or excessive adhesion to skin. Information this is a single use product. The sheath/catheter is self-adhesive. The device does not have to be removed before a mr scan as it is mr safe. The product is not made with natural rubber latex, however rare contamination with trace amounts of natural rubber latex during manufacturing or packaging may occur. Do not use with creams and powders. Using these products with the sheath/ catheter could stop the adhesive from working effectively. If you experience a suspected allergic reaction or any other side effects, please contact your healthcare professional. Coloplast accepts no liability for any injury or loss that may arise if this product is used in a manner contrary to coloplast's current recommendations" h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.